Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens but the lens was removed due to reduced capsular integrity because of zonular dehiscence, the surgeon felt the lens would dislocate. The incision was enlarged to remove the lens and the capsular bag in its entirety. Vitreous prolapse was noted. An anterior vitrectomy was performed. A conjunctival peritomy was also performed at the scleral tunnel site. A different model lens was sutured into the eye.

Manufacturer narrative:
Surgical procedure, incision sutured, conjunctival peritomy, other (no product malfunction), eval results: (other): visual inspection of the returned product found no visible damage to the lens. There was evidence of reddish residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: (other): based on the complaint history, work order search and the eval of the returned product, the root cause of the event has been determined to be due to pt related issues and was not lens related.